Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected fields: b4 (event date is unknown); d9, e1,e2, e3, g2 (added health professional) and g3. G3: correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 1/9/2025. This report is being supplemented to provide corrections to the previous report and additional information based on the results of third-party testing, the device evaluation, the endoscopy support specialist (ess) onsite visit and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end and elevator mechanism. Bacterial identification: bacillus altitudinis and bacillus aerophilus. The device was returned to olympus for inspection. A borescope inspection of the insertion tube and the distal end elevator was performed, and foreign material was observed on the distal end insertion tube and the forceps elevator. Scrape marks were also observed in the biopsy channel. Additionally, a hole in the lens adhesive was found. Despite good faith attempts, the user did not provide culture results or cleaning disinfection and sterilization (cds) processes. However, an onsite ess visit was performed and the customer was observed following olympus's instructions for use (IFU) without deviating. Based on the results of the investigation, a root cause could not be determined. It is possible that device damages (scratches, cracks, creases, kinks) can be be a source of microorganisms. Based on the results of the investigation, the most likely cause of the foreign material was unable to be determined. The most likely cause of the hole in the objective lens adhesive was degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information provided by the customer.